Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the device reached normal battery depletion.

Event description:
It was reported the lead was replaced due to loss of capture and oversensing and the device was replaced due to loss of capture. Previously attempted to reprogram around the loss of capture, but were unable to. No patient complications were reported as a result of this event.